Manufacturer narrative:
We received one (B)(4) catheter with an attached monoject 3ml syringe with 1.5 ml limited volume for examination. The balloon was found to be ruptured and inverted to the distal side. After pulling the balloon back to proximal side, the ruptured edges did not appear to match up, indicating a gap of missing latex. All through lumens were patent without any leakage or occlusion. No other visual damage, contamination, or other abnormalities were found on the catheter and syringe. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release. Hospital MDR (B)(4).

Event description:
It was reported that the catheter was checked prior to being placed in the patient. An attempt was made to advance the catheter, but a normal pa tracing could not be seen on the monitor. The catheter was removed and the balloon was examined and found to be ruptured. The patient remained hemodynamically stable throughout the process. A new catheter was inserted without incident.